Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented in clinic with loss of capture on the left ventricular lead. Lead dislodgement was confirmed by chest x-ray. The lead was explanted and replaced. The patient was in stable condition following surgery.

Manufacturer narrative:
Analysis was normal. No anomalies were found.